Manufacturer narrative:
This report is submitted march 27, 2018.

Event description:
Per the clinic, the patient's device was explanted. Additional information has been requested but has not been made available as of the date of this report.